Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a parastomal mesh was used to repair a parastomal hernia occurred a few years ago. Since the parastomal hernia recurred, a re-operation was performed on the report day. It was found that the central part of the parastomal mesh was damaged.